Event description:
(B)(4). Had been tested multiple times for lupus, due to the overwhelming fatigue, achiness, and itchy, sores, on various parts of my body. Then, over the years and now along with those same symptoms, notice thinning of my hair, and is very dry, and strawlike. My vision was perfect before essure, and now cannot go without my readers. I also have a stationary 'floater' in my right eye. My left eye weeps, out of nowhere. My heart races, and my blood pressure is elevated. Never had problems with my heart before. My joints ache all the time. My mind is foggy and I can't get words out correctly sometimes. Feels like I'm drugged when I'm not. Pain in my groin, hips, and vaginal area. Spotting/ very heavy periods and clotting. Severe bloating and cramps. Depression, jumpy and easily irritated, severe headaches, nausea. I find it very difficult to get through a 5-6 hour shift working retail. I can't give them 100% effort like I used to. Having a nickel allergy, and being told there's minimal amounts of nickel in the essure coils, and more titanium, and that I'll be fine. Also, no mention to me, back when I had them inserted, that the fibers also have fluoride, which if they migrate, or break apart, can also cause autoimmune symptoms. Either my dr was misinformed, or just decided not to inform me. There was no mention on possible side effects, and said that it was safe. I, and thousands of other women put their trust in our doctors and bayer, and are victims in our own bodies. We need to be heard that were real people facing the same thing. It's not all in our heads or coincidental.